Manufacturer narrative:
Additional information has been requested yet not received. The product is not available for evaluation. Report 2 of 5.

Event description:
The trocar is not tight enough and a stitch had to be used to hold it in place. No patient impact or injury.